Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. However, a photo of the suture was provided. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on review of the photo provided, the reported splitting may have resulted from loading technique of the suture into the gated suture trimmer (gst). If the suture is not loaded correctly into the gst slider knob window, it can snag the suture. When the gst is advanced it can then subsequently create a fray on the suture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was achieved using a proglide device after an unknown procedure. A photo of the device was received which it appears that the sutures are splitting. The proglide device achieved hemostasis. There was no adverse patient effects. There was no reported clinically significant delay in the entire procedure. No additional information was provided.